Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One used 8fr 65 cm destination sheath and dilator were returned for product evaluation. The dilator was partially mated to the sheath when received. Visual inspection revealed that the sheath had a flattened segment. Measurements of the flattened segment was found to be starting at 55cm and ending at 57cm from the hub. A slight bend on the dilator was also observed. The dilator was partially mated with 10cm from the dilator hub sticking out of the sheath. No other visual anomalies were observed. The complaint can be confirmed for sheath mechanical damage as it is likely that the flattening of the sheaths occurred due to the application of transverse compressive forces. The source of these forces could not be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation - unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that there was difficulty placing the destination dilator into the sheath. Upon inspection it was noted that part of the sheath midway was crushed. Surgeons put the sheath aside for return. There were no issues with the replacement sheath. The vascular surgery procedure was n atherectomy and stent of the superficial femoral artery (sfa). Additional information was received on 15feb2021. The customer swapped out to a new terumo destination sheath.